Event description:
Seen by urologist for leaking and incontinence. Doctor recommended cunningham clamp put the clamp on the last notch, and was unable to release clamp. Had to bend the clamp up to release it. Now having pain and bleeding.